Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the lead was returned severed in two segments; one segment severed eight centimeters (cm) from the is-1 end, and the other severed approximately 44 cm from the tip. The helix was returned in a retracted position and blood and body fluid was discovered in the helix area. The two returned segments passed resistance testing and an x-ray performed did not indicate any fractures.

Manufacturer narrative:
This ra lead is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited loss of capture due to a threshold increase in the atrium. Surgical intervention was performed and during an attempt to reposition the ra lead, the physician experienced difficulty rotating the helix due to a blood clot noted entangled in the helix. The ra lead was explanted and replaced. No additional adverse patient effects were reported.